Manufacturer narrative:
Stryker evaluated the customer's device but did not duplicate the reported issue. Stryker replaced the device's main battery to resolve the reported issue, however the cause of the reported issue could not be determined. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, the device was returned to the customer for service.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.